Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received.

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have an unexpected refractive outcome. The lens was exchanged for another power. The device was not returned for analysis.